Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device outside of its package, with a broken shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended excessive force on the device, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the microraptor drill broke in the drill guide. The procedure was completed with a smith and nephew back up device. The drill end was removed with a grasper instrument. There was a delay less than 30 minutes and no further complications were reported.